Manufacturer narrative:
510k: this report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: heim, d., schmidlin, v., and ziviello, o. (2002), do type b malleolar fractures need a positioning screw?, injury, vol. 33 (8), pages 729¿734 (switzerland). The aim of this study is to assess if type b malleolar fractures need a positioning screw. Between january 1, 1995 to december 31, 1997, a total of 111 malleolar fractures underwent operation. There were 3 type a, 90 type b, and 18 type c fractures. Surgery was performed using a 3.5 lc-dcp in cases with comminuted fractures. The mean follow-up period was unknown. The following complications were reported as follows: ta: a (B)(6) year-old female patient had a loosening of positioning screw and was remove at 1 year; a reduction of dorsiflexion of 10° was noted. This report is for an unknown synthes cortex screws. This is report 1 of 1 for (B)(4).